Manufacturer narrative:
Additional information: section h imdrf annex codes.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary items in formulary were greyed out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary items in formulary were greyed out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A supplemental MDR was filed to correct the medical device brand name.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary items in formulary were greyed out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the formulary items were not populating correctly. A technical support specialist (tss) identified that the medication identification ending with 242 appeared as non-formulary due to a mismatch in formatting. The medication ID under order ID 15 did not start with a leading zero, whereas the medication ID ending with 242 did. Tss confirmed that this discrepancy caused the system to treat them as different ids, resulting in a non-formulary status. The system functioned as intended after the technical support specialist troubleshot the device.